Event description:
It was reported that during an access pathways/wpw procedure, the patient's blood pressure dropped and a pericardial effusion occurred. The customer reported this event as a mild impairment. The patient needed intervention to drain the fluid and extended hospitalization was required. The patient was transferred to the ICU (intensive care unit) in stable condition. Physician's opinion regarding the causality of this event was classified as procedure related.

Manufacturer narrative:
(B)(4). It was reported that during an access pathways/wpw procedure, the patient's blood pressure dropped and a pericardial effusion occurred. The device was tested and it passed electrical, temperature, generator and patency flow tests and the catheter passed. Also, deflection test was performed and the catheter meets all deflection specifications. The exact cause of the pericardial effusion reported by the customer could not be determined. IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental report will be submitted to the FDA as required once that it is completed or if additional information is provided by the customer. Concomitant products: carto xp system us catalog # m470001 serial # (B)(4); stockert 70 system us catalog # s7001 serial # (B)(4); cool flow pump us catalog # cfp002 serial # (B)(4).